Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 8mm x 3.50mm nc quantum apex balloon catheter was advanced and inflated at 12 atmospheres on the first inflation. Upon the second inflation, the balloon ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.